Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. ¿ one unpackaged ar-1927bcnf-1 serial/batch number (B)(6) was received for investigation. ¿ functional testing was not performed due to the damage to the device. ¿ visual inspection noted that the anchor of the device is broken, and the suture has been used from the device. ¿ the most likely cause is attributed to misuse/use error due to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the anchor broke during screwing in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.